Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. A 3.00x28 mm taxus express2 drug eluting stent was placed in the proximal right coronary artery (rca). That same day, thrombosis was identified in the rca. Ptca was performed to remove the thrombus. Angiomax was given as antiplatelet medication. No additional patient complications were reported. Patient status reported as "stable". Additional information was unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.